Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a right decompressive craniectomy for cva, the router broke at the shaft. It was further reported that due to the patients condition prior to surgery, they suffered a complete left hemiplegia j14 after the operation, related to cva. It was reported that the router break did not impact the patients health, further information requested.

Manufacturer narrative:
H2: device was evaluatuated. D4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.

Event description:
It was reported that during a right decompressive craniectomy for cva, the router broke at the shaft. It was further reported that due to the patients condition prior to surgery, they suffered a complete left hemiplegia j14 after the operation, related to cva. It was reported that the router break did not impact the patients health. No delays were reported, and the procedure was completed successfully.